Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel was smeared on the side of the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: describe event or problem: it was reported that gel was smeared on the side of the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation. This occurred on 10 separate occasions but the date/time and or patient information is unknown. There was no report of exposure, injury, or medical intervention. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to gel smearing was observed in one of the tubes tested. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that gel was smeared on the side of the bd vacutainer® sst¿ ii advance plus blood collection tubes after centrifugation. This occurred on 10 separate occasions but the date/time and or patient information is unknown. There was no report of exposure, injury, or medical intervention.